Manufacturer narrative:
Abbott has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Abbott defers to the patient¿s physician regarding medical history.

Event description:
It was reported the patient's charger could not locate the ipg. A replacement charger was sent to the patient, but the patient elected to have ipg replacement surgery as the ipg was approaching end of service. Reportedly the patient had effective stimulation therapy after the surgery.